Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, a broken lcd window, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that he wanted an insulin pump replacement. He was upset that the replacement device did not arrive in a timely manner. No details were provided regarding insulin pump malfunctions or the customer's blood glucose level. The insulin pump was returned and replaced.